Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had gone into threshold suspend and her blood glucose was 43 mg/dl. The device alarms when blood glucose has significantly lowered. Customer also reports she was hospitalized due to high blood glucose of 395 mg/dl. Customer declined troubleshooting assistance and stated the infusion set cannula was bent. Customer is not returning the sensor for further analysis.